Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. The customer reported being unable to exit the rewind sequence while trying to fill the tubing on the insulin pump. Assistance was provided to the customer. It was reported that there was a no delivery alarm in the alarm history of the insulin pump. The customer declined to troubleshoot. No additional information was provided.